Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The physician had successfully placed a taxus express2 3.50 x 32 mm stent in the proximal left anterior descending artery. However, after deflating the balloon the physician felt resistance removing the balloon from the stent. The physician felt the balloon was sticking to the stent in the proximal section. The physician then decided to re-inflate the balloon to 22-24 atms and "tugged" on the catheter. The balloon was then released and the physician successfully removed the catheter. It is noted that the physician felt that the problem was not the taxus stent, but in retrospect he should have predilated the artery in the first place as it was very calcified. No further intervention or complication was noted.